Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2018. (B)(4). Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing purchase order was evaluated, and the device was manufactured within specifications. A search of complaints related to production order number was performed. The search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 23.0 intraocular lens (iol) was implanted into the patient¿s od (right eye). Post implant the patient had hyperopic results. The date of surgery was (B)(6) 2018. Iol master indicated that a constant used was correct: 119.3 srkt. The patient received a +1.0d piggyback ar40 lens to correct the miss in a separate procedure. The patient is okay post-op. There was no wound enlargement and no vitrecomy that occurred. The suspect zkb00 lens remains in the patient¿s eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.